Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal and was being managed on oral medications. No issues were noted in the pump logs. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.